Manufacturer narrative:
Corrected data: previous claim # in h10 is corrected to claim# (B)(4). Additional information: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visibel damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -2.25 diopter, in to the patient's left eye (os) on (B)(6) 2020. Intraoperatively, the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -2.25 diopter into the patient's left eye (os). Intraoperatively the lens was removed due to excessive vault. On an unknown date a shorter lens was implanted. Attempts to obtain additional information have not been successful.